Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was reported to be myocardial infarction (mi). The patient was hospitalized for the mi. On an unreported date during the hospital stay, the medical management of mi was initiated. The patient had suffered two mi (dates not specified) prior to death. Thirteen days after the hospitalization, the patient was changed onto palliative care and the next day passed away. The death of the patient was expected and the pd therapy was discontinued one day before death. It was not reported if an autopsy was performed. No additional information is available.